Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer had no idea about the origin of the foreign material, or if the device was reprocessed before sent in. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to user handling / deviation from instructions for use (reprocessing manual). However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "-inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function." Olympus will continue to monitor field performance for this device.

Event description:
The evis lucera elite gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the following reportable malfunction was found: there was foreign debris protruding from the air / water nozzle. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process, in addition to the foreign debris protruding from the air / water nozzle, the following was found: the light cover glasses had a chip / the adhesive was worn, the optical cover glass was shipped / the adhesive was worn, the optical cover glass was worn, the distal end adhesive was lifting, the up / down angle were not to specification, the up / down / left / right angle had play evident, the water flow was not to specification, the water removal was not to specification, and the water channel had blockage evident. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.